Event description:
It was reported that prior to a angioplasty treatment procedure, a shaft break occurred. As the 2.75x24mm omega stent was opened and prepped for use it was noted that the shaft was broken. The procedure was completed with another 2.75x24mm omega stent. As there was no contact with the patient, no complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).